Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this valve model 7300tfx 29mm was explanted after an implant duration of approximately 3 years and 6 months due to calcific degeneration of the posterior cusp (leaflet thickened and hypomobility) leading to moderate mitral stenosis and moderate-to-severe mitral insufficiency. At explant, it was observed that the non-coronary aortic leaflet was very fibrotic (also mitro-aortic junction), so an avr was also performed. A mechanical valve was then implanted in the mitral and aortic position with good results on echo.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed host tissue overgrowth. Report of insufficiency was confirmed through observed rolled leaflet. X-ray demonstrated wireform intact and a calcification nodule on the free margin of leaflet 1 near commissure 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Mechanical damage was observed at the cusp region near commissure 1 on leaflet 1 and appeared serrated. Approximately 70% of the sewing ring was cut off and returned with the valve. Wireform was exposed around leaflets 1 and 2 on the inflow aspect and around leaflets 1 and 3 on the outflow aspect. It was reported that the valve was explanted due to calcific degeneration; however, only minimal calcification was detected during the product evaluation. Moderate host tissue overgrowth was found on the valve which was likely the root cause of this explant. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information. Additional information requests and the product return are currently in progress. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this valve model 7300tfx 29mm was explanted after an implant duration of approximately 3 years and 5 months. The reason for the redo-mvr was not provided. No other information available at this time.